Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for occlusion with multiple sets of supplies. Review of use techniques for infusion set and cartridge indicated that instruction for use were follow. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2016 with the following findings: on investigation, the alleged occlusion issue was not duplicated. Review of black box data found multiple occlusion alarms. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. The force sensor calibration readings were within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without encountering any occlusion alarms. Pump casing was opened and no anomalies were found with the force sensor pins.